Event description:
Medtronic received a report that during aneurysm embolization, when the coil was delivered to the microcatheter in place, the coil was in the intracranial artery segment, when the coil was not in place, it was stuck, the push did not move, and the resistance was large. The coil was stuck in the sheath. Withdrew the coil and replaced it with similar product, the implantation was successful and the operation was successfully completed. The coil was prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a ruptured c4 aneurysm with a max diameter of 3.5mm and a 2.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that during preparation the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361). Document used: n/a. As found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping box and within a sealed biohazard pouch. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the actuator interface was found to be broken and not returned. The axium prime coil pushwire was found to be broken at load indicator with release wire extending from broken end, bent at ~43.8cm, and kinked at ~90.5cm from proximal broken end. The axium prime coil was found to be broken and not returned. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed as the introducer sheath and implant coil were not returned; therefore, any contributing factors could not be determined. The root cause was unable to be determined. The customer reported high friction in the catheter used during the event. The damages to the implant coil were likely caused by the high resistance felt in the catheter. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.